Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic transit bipartition procedure, the cartridge did not work. The device was changed and it was tried with the same cartridge, but the problem could not be solved. Therefore, the cartridge could not be used and it was replaced with new one to complete the case. There was no injury caused to the patient and no medical intervention was required.